Event description:
It was reported via repair work order that the bed was stuck at mid-height due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.